Event description:
The lay user/patient called lifescan (lfs) in february 2006 and alleged that the patient's meter was missing segments. The medical affairs specialist spoke to the reporter in february 2006, and obtained/verified the following information: in february 2006, the patient became incoherent and "out of it." The reporter stated that his father had not been testing on his meter, but he did not know for how long. The reporter would occasionally test the patient on his own meter, but he did not on the date of the event. His son took him to the hospital and his blood glucose result was 602mg/dl. He was treated with insulin and admitted for two days. He continued his regimen of lantus before bed and his regular insulin with meal on a set amount. This complaint is being reported because the meter issue was not resolved with troubleshooting and the patient subsequently suffered a hyperglycemic episode, requiring medical intervention. A replacement meter has been sent.